Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune rp tka to treat end-stage tricompartmental osteoarthritis. The patella was resurfaced with a size 35 patellar button and unknown cement was utilized. The surgeon notes that an unknown tibial screw was removed before primary implantation of the size 6 tibial keel and size 7 tibial insert. The procedure was completed without complications. Patient received a right knee revision to treat suspected tibial tray loosening. Upon entering the joint, the tibial tray was grossly loose and debonded at the cement to implant interface and easily removed. There was no reported product problem with the revised tibial insert. The patella and femoral components were retained. The patient was revised with attune tibial revision products. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found three unrelated nc¿s associated with this product/lot combination. Based on the inability to find any related nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.